Manufacturer narrative:
Received 1 used foley catheter only. During the visual evaluation, it was noted that there was a cuff roll/ ridge on the catheter balloon and high calcification was noted inside of the catheter. No others defects were observed. Per the functional evaluation, the balloon was inflated with air and deflated; a cuff roll was formed. After that, 10cc of a mix of water and blue methylene was introduced with a syringe, and the catheter was left for 3 minutes resting on a flat surface. Then it was deflated by itself and a cuff roll was formed. Per the dimensional evaluation, the catheter active length was found within specification. The reported event was confirmed with an unknown cause. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use state the following: "to deflate catheter balloon: gently insert a syringe in the catheter valve. Never use more force than is required to make the syringe ¿stick¿ in the valve. If you notice slow or no deflation, re-seat the syringe gently. Allow the balloon to deflate slowly on its own. Do not aspirate or manually accelerate the deflation of the balloon. If permitted by hospital protocol, the valve arm may be severed. If this fails, contact adequately trained professional for assistance, as directed by hospital protocol. Visually inspect the product for any imperfections or surface deterioration prior to use." The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the catheter was allegedly blocked. However, urine did flow to the bag. The nurse had to irrigate every two days. The catheter was inserted on (B)(6) 2017. A visual inspection noted that there appeared to be calcification inside the catheter upon return. There also appeared to be a cuff or partially inflated/raised section at the top of the balloon.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the catheter was allegedly blocked, and urine did flow to the bag. The nurse had to irrigate every two days. The catheter was inserted on (B)(6) 2017. A visual inspection noted that there appeared to be calcification inside the catheter upon return. There also appeared to be a cuff or partially inflated/raised section at the top of the balloon.